Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultralink meter read inaccurately high. The patient manages her diabetes with an insulin pump. The patient indicated that the alleged issue started nine days ago, at an unknown time. She reported a meter reading of "375 mg/dl." At an unspecified time after the alleged issue began, the patient claimed that she developed symptoms of dizziness, sweating, and shakiness. Also, at an unknown time, the patient claimed that her blood glucose was tested on an ER/hospital meter and a result of "229 mg/dl" was obtained. The patient mentioned that she was treated with IV fluids (unknown contents). It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what time the reported blood glucose readings were obtained, what time the symptoms developed, and what actions the patient took before and after the symptoms developed. In addition, it would have been helpful to know if the patient was symptomatic when the reported blood glucose readings were obtained. The patient did not have control solution for troubleshooting. The meter was reportedly set to the correct unit of measurement setting during the time of concern. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.